Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient was admitted with angina. Coronary angiography noted a fully occluded mid left anterior descending (lad) artery. Percutaneous coronary intervention was performed and the target lesion was pre-dilated using a semi-compliant dilatation catheter balloon. A 2.75 x 38 mm xience xpedition stent was deployed at 16 atmospheres (atm). Fluoroscopy performed post stenting showed a dissection at the distal end of the stent. The physician successfully treated the dissection using another xience xpedition stent. No additional information was provided.